Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that pump off and low speed operations were noted on (B)(6) 2023. Log files confirmed motor stopped and speed reduction events. The patient was admitted for suspected driveline damage on (B)(6) 2023. A heartmate ii (hmii) to heartmate 3 (hm3) pump exchange was being considered.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on 15feb2023 the doctor attempted to wean the patient from the left ventricular assist device (lvad) due to recovery but found it difficult due to mitral regurgitation and other factors. Therefore, a pump exchange from heartmate ii (hmii) to heartmate 3 (hm3) was performed. The patient received a low flow software update due to their heart function recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , confirmed a breach in the insulation of green wire that would have contributed to the reported low speed operation and pump stop events captured in the submitted log file. The pump, (B)(6) , was returned assembled with the driveline severed approximately 2.5¿ from the nipple housing. Approximately 35¿ of the distal portion of the driveline was returned with the pump. The pins of the controller connector appeared unremarkable. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned unattached to the inlet port. The outflow elbow was returned attached to the outlet port, while the sealed outflow graft, outflow graft bend relief, and bend relief collar were returned detached from the outflow elbow. No evidence of developed depositions or thrombus formations were observed throughout the system. Electrical continuity testing was performed on both portions of the returned driveline. All wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline the bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. The pump end of the driveline appeared unremarkable during visual investigation under the microscope. Visual inspection of the distal end of the driveline under a microscope revealed a breach in the green wire approximately 35¿ from the controller connector. The remaining segments of all wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed breach in the insulation of the green wire appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. If the exposed conductors of the green wire contacted the braided shield while the system was operating on a grounded power source, the resulting short to ground would have resulted in the low speed operation and pump stop events observed within the submitted log file while the patient was operating on the power module. The relevant sections of the device history records for (B)(6) and the driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the hm ii patient handbook, rev. D are currently available. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook also address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed pump stop events and low speed operations; however, a specific cause for the observed events could not be conclusively determined through this evaluation. Evaluation of the submitted log file revealed that there were pump stops that were recorded on day 311, hour 8, minute 14 and day 312, hour 1, minute 14. At this time low speed advisory, low speed hazard, low flow hazard, and low speed operations were triggered. Other than these alarms, no other atypical events were captured. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file are potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the events cannot be conclusively determined through this evaluation. The log file analysis indicated the high possibility of driveline damage. Although a pump exchange from an hm2 to an hm3 has not been performed, it is now under consideration. The return of the pump and the system controller is yet to be determined as of the reported date. However, they will be returned after the exchange operation. No x-rays of the driveline were taken. No particular symptoms were observed. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation at this time. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. D are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had mild mitral regurgitation prior to their heartmate ii left ventricular assist device (lvad) implant. The patient's doctors do not believe the heartmate ii lvad implantation exacerbated the mitral regurgitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.